Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported that their blood glucose (bg) levels were not impacted by this event; however, customer reported experiencing an elevated bg level earlier due to a steroid injection. An injection was delivered to address bg level. During troubleshooting with tandem technical support, the malfunction alarm was cleared.